Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1321304) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
It was reported by the aci clinical specialist that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery, below the femoral head via a 5f sheath. A pre-procedure femoral angiogram showed minimal presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8 - 9 mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure as the procedural sheath was pulled back tp the arteriotomy. The physician pulled the sheath out of the pt's vessel as the technician held pressure. The pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.